Event description:
A notification was received from a user facility that the machine had "ultrafiltration problems". Upon follow up with the clinic manager (cm) of the user facility, it was learned the machine did not remove enough fluid during a patient's treatment. This was discovered at the end of the treatment and the patient required an additional dialysis treatment the following day for fluid removal. There was no allegation of any further medical intervention required. The machine was removed from service immediately after the treatment and no malfunction was found. The cm could not recall any further details of this event. Additional information has been requested.

Manufacturer narrative:
Additional information including treatment record has been requested but not yet received. The plant investigation is in progress and a supplemental medwatch will be submitted.

Manufacturer narrative:
Although requested, additional information and treatment records were not received. The actual device was not evaluated by fresenius personnel, therefore, the failure mode cannot be confirmed or replicated in field testing. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.